Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, guide wire entrapment occurred. The 90% stenosed de novo lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The 185cm str pt2 guide wire crossed the lesion and an apex 2.5-12 balloon catheter was advanced over the wire, however, the balloon became stuck on the guide wire. The balloon and guide wire were removed as a unit. The pt2 guide wire was exchanged for another manufacturer's guide wire and the apex balloon catheter was able to cross the lesion without a problem. The procedure was completed. No patient complications were reported and the patient's status is good.